Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the therapy board was faulty. There was no reported patient involvement. Based on the available information, the therapy board was found to be faulty during the defibrillator test. The customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(6) 2017. The end of life (eol) is scheduled globally to end (B)(6) 2022, where the end of support (eos) period will then begin. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was due to a faulty therapy board. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.